Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs for the libre sensor and sensor kit indicated by the serial number provided by the customer were reviewed. The dhrs showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, which demonstrated that all monitoring processes continue to meet adc requirements. If product is returned, an investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as fluid discharge and "skin missing when sensor removed". Customer had contact with a healthcare professional who cleansed the area and treated with "petrolatum patch" and "ssd" (silver sulfadiazine) cream. There was no report of death or permanent injury associated with this event.